Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The cause of the reported event cannot be determined at this time; however, the instruction manual warns users "inspect the device for any visible damage such as kinks, unwound coil, abrasion at the tip etc."

Event description:
Olympus was informed that during an unspecified procedure, the coating from the guidewire was peeling back and fell into the patient. It was reported that the surgeon manually removed the device fragments from the patient. The intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to report the original equipment manufacturer (OEM) device evaluation results. The guidewire was returned to the OEM for evaluation. A visual and tactile inspection was performed on the returned device and found the guidewire had a large radius bend over the distal 10cm, and several areas of skive damage to the polymer jacket material in a proximal to distal orientation with material removal and displacement distally, resulting in 11.45 centimeters of exposed metallic core wire located 30.1 to 41.55cm from the distal tip and smaller areas proximal to this damaged region. In addition, the guidewire was microscopically inspected and found the coating appeared to be worn and abraded, consistent with clinical use. The guidewire visually and dimensionally appeared within specification. A review of the DHR found no anomalies during the manufacturing of the subject device that would have attributed to the reported event. The exact cause for the reported event cannot be determined; however, based on the evaluation results and the supporting documentation the most likely cause for the reported event can be attributed to the user¿s technique. The instruction manual warns users in the warnings and cautions portion ¿the tips of some metal instruments may cause the coating material on the guidewire to be scraped off under conditions of sharp bending or kinking. If this occurs, it is recommended that any fragments of the outer coating material be removed. While advancing or withdrawing any coated guidewire, avoid sharply bending or kinking the portion of the guidewire that extends beyond the instrument.¿